Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was malnourished, bedridden, and had low albumin levels even before the insertion of the impella. Vascular permeability had progressed even before the impella was inserted, and even when volume was applied, it quickly escaped from the blood vessels. While on support, it was determined that it would be difficult to continue the impella in this condition, and the patient was weaned. The survival outcome at explant noted that the patient expired four (4) days after the pump was explanted due to cardiogenic shock. The sudden cardiac death and its relationship to the impella was noted as possibly related.